Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. It is unclear when this damage occurred, the device was able to monitor the patient on the last day of use.

Event description:
Upon investigation into a non-reportable death a reportable monitor malfunction was found.